Event description:
It was reported that the spinal cord stimulation (scs) patient experienced lead migration resulting in loss of therapy coverage. The patient underwent a lead replacement procedure to address the migration and restore therapy coverage. The explanted products were retained by the office for internal records and were not returned for analysis. The patient is reported to have achieved full coverage postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model number/catalog number: sc-4318. Serial number: not applicable. Batch/lot number: 38374105. Model/catalog description: clik x anchor sterile kit. Unique identifier (UDI) #: (B)(4).